Manufacturer narrative:
The reported event of inaccurate registration cannot be confirmed based on device evaluation. The customer performed one mask registration without any abnormal workflows. The review of the mask registration identified no malfunctions. However steps inside the scan could be identification that the surface of the scan did not match the real patients¿ surface. Further forehead skin movement could lead to the reported event.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.